Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received imprecise calcium results for patient samples tested on the integra 800 serial number (B)(4). The user repeated calibration and quality control then repeated testing for the patient samples. Of the data provided, the results for three patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial results were 11.6 and 11.1, repeat result was 9.5 patient sample 2 initial results were 11.7 and 11.2, repeat result was 9.8. Patient sample 3 initial results were 12.0 and 10.2, repeat result was 8.7. The "normal" calcium results were released from the laboratory. No adverse events were alleged regarding the discrepancies.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
Reporter alleged the customer received the results of 382 mg/dl, hi (greater than 600 mg/dl), 134 mg/dl and 180 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.